Event description:
Healthcare professional reported "were doing a routine implant exchange on and when we got inside the pocket we realized that her left implant was ruptured." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: routine implant exchange.

Event description:
Healthcare professional reported "were doing a routine implant exchange on and when we got inside the pocket we realized that her left implant was ruptured." Device has been explanted and replaced.